Event description:
The patient's g-tube fell out while the patient was being placed on a scale to be weighed. The balloon was checked and found to be leaking. The g-tube was clamped during the event. The last tube feeding was given 1 hour prior to the event, and the last g-tube medication was administered 3 hours prior to the event. Patient required new g-tube insertion by md and radiologic imaging to confirm placement. Patient tolerated g-tube placement and resumed feeds.